Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in the lips. One month later, the patient was injected with 1ml of juvéderm® volbella¿ with lidocaine. Patient developed blisters resembling stretched and thinned skin, white blisters, and granulomas at the injection site. Three years later, patient was treated with 1ml of juvéderm® ultra plus¿ xc in the lips to smooth out the affected area. The event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-43372) and (B)(6) (emdr-43373). This emdr is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.